Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections") and menstrual disorder ("menstrual issues"). The patient was treated with surgery (underwent a hysterectomy with right salpingectomy). Essure was removed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, infection and menstrual disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered ectopic pregnancy with contraceptive device, infection, menstrual disorder and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ectopic pregnancy and back pain. Previously administered products included for nausea: phenergan from (B)(6) 2018 to (B)(6) 2020; for prevent pregnancy: iud mirena from 2008 to 2010 and ortho tri-cyclen from 2007 to 2008. Past adverse reactions to the above products included adverse drug reaction with iud mirena; and pregnancy with ortho tri-cyclen. Concurrent conditions included spotting menstrual since(B)(6) 2018, intraductal proliferative breast lesion since november 2016, inflammatory reaction, adnexa uteri tenderness, burning micturition, urination pain, uterine prolapse and axillary pain. Concomitant products included paracetamol (acetaminophen) since 2011 and phentermine from(B)(6) 2018 to(B)(6) 2018. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 6 years 1 month after insertion of essure. On (B)(6)2018, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced infection ("infections"), menstrual disorder ("menstrual issues"), dysmenorrhoea ("dysmenorrhea (cramping)") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with surgery (underwent a hysterectomy with right salpingectomy, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, menorrhagia, depression, dysmenorrhoea, dyspareunia, migraine, headache and bacterial vaginosis had resolved and the infection, menstrual disorder, vaginal haemorrhage and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered anxiety, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, headache, infection, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Treatment received for pelvic pain, dysmenorrhea, dyspareunia, menorrhagia, psych injury, bacterial vaginosis, migraine, headache. Discrepancy in essure removal date in the current form - (B)(6) 2018 and (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Complete occlusion of right fallopian tube with essure device. Previous left salpingectomy; on (B)(6) 2012: essure device was successfully occluded. The left fallopian tube has been previously removed. The right fallopian tube has an essure device within. No spill is identified. Pathology test - on (B)(6) 2018: uterus, cervix, right fallopian tube, hysterectomy: cervix: chronic cervicitis. Negative for dysplasia. Endometrium: degenerated probable proliferative phase endometrium. Myometrium: small' focus of serosal endometriosis. Left fallopian tube: .benign fallopian tube with metal coil identified within proximal lumen.. Ultrasound scan - on (B)(6) 2018: a small cyst in the right ovary but nothing significant; on (B)(6) 2018: 2.1 cm probable cyst right ovary. Slightly thickened endometrium, 8 mm. Findings can be correlated with the patient's cycle (interpretation is assuming patient is not pregnant/negative beta hcg.). Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- headaches, migraine, pelvic pain, dyspareunia, most recent follow-up information incorporated above includes: on(B)(6) 2020: pif received. New events added: bacterial vaginosis. Outcome of previously added events ectopic pregnancy, migraines, headaches were updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ectopic pregnancy and back pain. Previously administered products included for nausea: phenergan from (B)(6) 2018 to (B)(6) 2019; for prevent pregnancy: iud mirena from 2008 to 2010 and ortho tri-cyclen from 2007 to 2008. Past adverse reactions to the above products included adverse drug reaction with iud mirena; and pregnancy with ortho tri-cyclen. Concurrent conditions included spotting menstrual since (B)(6) 2018, intraductal proliferative breast lesion since (B)(6) 2016, inflammatory reaction, adnexa uteri tenderness, burning micturition, urination pain, uterine prolapse and axillary pain. Concomitant products included paracetamol (acetaminophen) since 2011 and phentermine from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 6 years 1 month after insertion of essure. On (B)(6) 2018, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced infection ("infections"), menstrual disorder ("menstrual issues") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (underwent a hysterectomy with right salpingectomy, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea and dyspareunia had resolved and the ectopic pregnancy with contraceptive device, infection, menstrual disorder, vaginal haemorrhage, depression, anxiety, migraine and headache outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, headache, infection, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012: essure device was successfully occluded the left fallopian tube has been previously removed. The right fallopian tube has an essure device within. No spill is identified; on (B)(6) 2012: total bilateral occlusion complete occlusion of right fallopian tube with essure device. Previous left salpingectomy. Pathology test: on (B)(6) 2018: uterus, cervix, right fallopian tube, hysterectomy: cervix: chronic cervicitis. Negative for dysplasia. Endometrium: degenerated probable proliferative phase endometrium. Myometrium: small' focus of serosal endometriosis. Left fallopian tube: .benign fallopian tube with metal coil identified within proximal lumen. Ultrasound scan: on (B)(6) 2018: a small cyst in the right ovary but nothing significant; on (B)(6) 2018: 2.1 cm probable cyst right ovary. Slightly thickened endometrium, 8 mm. Findings can be correlated with the patient's cycle (interpretation is assuming patient is not pregnant/negative beta hcg.). Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming: headaches, migraine, pelvic pain, dyspareunia, most recent follow-up information incorporated above includes: on 21-may-2019: pfs and mr was received. New events: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), migraines, headaches and endometriosis were added. Concomitant drugs, medical history and lab data were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.